Manufacturer narrative:
The ferritin reagent lot number was 82140600, with an expiration date of 31-jan-2026.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys ferritin (ferritin) on a cobas e 411 analyzer (rack system). The initial result was 0.778 ng/ml. The repeat result was 359.4 ng/ml. The customer repeated the sample on another e411 analyzer and an e801 module in the laboratory and confirmed that the repeat result was correct. The actual results from the other analyzers were not provided.

Manufacturer narrative:
The field service engineer (fse) adjusted the sample/reagent probe before replacing the instrument with a new one. As the instrument was replaced, the specific cause of the event could not be determined.